Event description:
On (B)(6) 2012 consumer stated that they chipped the top of their tooth while cleaning.

Manufacturer narrative:
On (B)(6) 2012 consumer stated that they purchased the unit one week prior because she has plaque that she cannot seem to control. Consumer stated that she has been having deep plaque cleanings. On (B)(6) 2012 have not received the unit, will file a follow up.